Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year 6 months post tavr procedure with a 29mm sapien 3 valve, the valve presented stenosis with halt and could not be placed on coumadin. The valve was found to have poor leaflet function. The patient underwent a valve in valve procedure with a 29mm sapien 3 valve. During the valve in valve procedure, at approximately 90-95% inflation, the commander delivery system balloon ruptured in a circumferential fashion. As the delivery system was being removed, it formed an "umbrella" over the 16 fr esheath+ tip, and appeared to be splitting the esheath. A snare was inserted from the subclavian artery and placed around the nose cone in an attempt to compress the ruptured balloon so that it could be removed through the esheath+, but was unsuccessful as the balloon could not be pulled into the esheath+. The team attempted to remove the system as a single unit, but the esheath+ and balloon became stuck in the right common iliac and could not be removed. The team then explored ways to pull the nose cone into a esheath+ from the left subclavian. The nose cone initially was captured and successfully pulled into the tip of the esheath+, but the snare became looped around the catheter shaft, and combined with the apparent bunching of the balloon material, making it not possible to pull the rest of the balloon into the esheath+. The patient was eventually taken to surgery to successfully remove the delivery system.

Manufacturer narrative:
Correction to h6 based on additional information. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported events for balloon burst and withdrawal difficulties were unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. While it is possible that patient factors (calcification) and procedural factors (withdrawal of burst balloon) may have contributed to the reported event, a definitive root cause was unable to determine at this time due to lack of information (e.g. Patient anatomy information/imagery). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Original description states "approximately 1 year 6 months post tavr" however, it was "update description to say 6 years, 3 months, 16 days." Submitting updated description.

Event description:
As reported by the field clinical specialist (fcs), approximately 6 years, 3 months, 16 days post tavr procedure with a 29mm sapien 3 valve, the valve presented stenosis with halt and could not be placed on coumadin. The valve was found to have poor leaflet function. The patient underwent a valve in valve procedure with a 29mm sapien 3 valve. During the valve in valve procedure, at approximately 90-95% inflation, the commander delivery system balloon ruptured in a circumferential fashion. As the delivery system was being removed, it formed an "umbrella" over the 16 fr esheath+ tip, and appeared to be splitting the esheath. A snare was inserted from the subclavian artery and placed around the nose cone in an attempt to compress the ruptured balloon so that it could be removed through the esheath+, but was unsuccessful as the balloon could not be pulled into the esheath+. The team attempted to remove the system as a single unit, but the esheath+ and balloon became stuck in the right common iliac and could not be removed. The team then explored ways to pull the nose cone into a esheath+ from the left subclavian. The nose cone initially was captured and successfully pulled into the tip of the esheath+, but the snare became looped around the catheter shaft, and combined with the apparent bunching of the balloon material, making it not possible to pull the rest of the balloon into the esheath+. The patient was eventually taken to surgery to successfully remove the delivery system.

Event description:
Per medical records received, the valve presented stenosis and regurgitant due to thrombosis. This is supported by the identification of halt on CT, and the subsequent decrease in the mean gradient observed while the patient was on eliquis, which then increased again after discontinuation of eliquis. Paravalvular leak was also noted. Additionally, it was discovered that the patient passed away due to a cascade of events that stemmed from the withdrawal difficulties encountered leading to a subclavian artery rupture. Emergency surgery was performed, however, despite resuscitation efforts, the patient passed away the same day.

Manufacturer narrative:
Correction to b2, h1, and h6 based on additional information received.